Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that approximately one month following laser-assisted cataract surgery, the patient presented with decreased vision in the left eye. According to the surgeon, three days after the surgery, the patient had good vision, and then it decreased. The surgeon suspects that the patient developed optic neuropathy. The patient underwent a yag capsulotomy to treat the blurred vision, which helped to improve the vision. The patient continues to be monitored by the surgeon. Additional information has been requested.